Manufacturer narrative:
The device was returned for analysis. The reported material [balloon] rupture was not confirmed; however, tears in the inner and outer member were identified. The reported activation failure [stent deployment] could not be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material [balloon] rupture as the balloon itself was inflated with no leaks. However, it should be noted that the tears in the inner and outer member found during analysis likely caused the reported inflation issues. Potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. The reported activation failure appears to be related to operational context of the procedure. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. Reportedly, the xience pros stent delivery system was prepped prior to use without issue. When attempting to deploy the stent, the balloon did not hold pressure and it was suspected that a small tear/hole already existed. A new xience stent was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.